Event description:
It was reported that the patient presented to the emergency room experiencing right sided chest pain and shortness of breath. Chest x-ray revealed pneumothorax, chest tube was placed. Patients symptoms improved and was discharged without any complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.